Manufacturer narrative:
The customer reported that the reading at the bedside monitor (bsm) and the defibrillator are not the same. No harm or injury was reported.

Event description:
The customer reported that the reading at the bedside monitor (bsm) and the defibrillator are not the same.